Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the issue was caused by a metal part of the usb cable stuck inside the usb port of the pump. The customer's blood glucose level was 290 mg/dl. The customer reverted to an alternate method of insulin therapy.